Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the septum of a bd intima ii¿ IV catheter leaked. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: the actual sample was not returned for investigation, but a representative sample was sent. The failure mode of leakage at the septum could not be observed in the sample provided for the investigation. Device history review showed the production date of this lot is july 2017. It was produced on auto line #1 along with (B)(4) other units. The septum slit station did not have notation of any abnormalities related to process sampling in production or defects listed in its maintenance logs. The sample was subjected to a leakage test at 45psi and 800 mm of pressure; no leakage was observed as a result of testing. Microscopic inspection of the unit provided determined that the septum holes were closed. Because the investigator was unable to observe or duplicate the failure mode, the root cause for this defect could not be determined, nor could the defect be determined to be related to the facility's manufacturing process.